Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient had a total knee arthroplasty revised due to pain and arthrofibrosis.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant medical products - all poly patella cemented 32 mm diameter, cat#: 42540000032 lot#: 62467036, palacos r 1x40 single, cat#: 00111214001 lot#: 78034369, palacos r 1x40 single, cat#: 00111214001 lot#: 78154382, natural tibia trabecular metal two-peg porous fixed bearing left size e, cat# 42530007101 lot#: 62490335, all poly patella cemented 32 mm diameter, cat#: 42540000032 lot#: 62490335, femur cemented cruciate retaining (cr) standard left size 7, cat#: 42502606201 lot#: 62611053. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2016-00060 and 0001822565-2017-06755.

Event description:
It was reported that the patient underwent a total knee revision approximately two (2) years post-implantation due to pain, loosening and arthrofibrosis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.